Event description:
Philips received a complaint on the v60 ventilator indicating that the device is displaying error code 110b - check vent: proximal pressure sensor auto zero failed. The device was reported to be in clinical use at the time of the reported problem. No patient harm was reported. The remote service engineer (rse) advised the customer to 1. Verify pin alignment between solenoids and the data acquisition (da) pcba. 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The customer was provided the part numbers for v60 da pcba, solenoids, and cpu board (as later requested). The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, the customer informed that the issue no longer exists and has been solved, no further information was able to be obtained by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.